Event description:
A malfunction was reported with the customer's pump, displaying the error message "malf 0." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support coordinated the replacement of the pump and provided the customer with instructions on using storage mode and returning the faulty device. The customer will use multiple daily injections as a backup therapy and understood the necessary steps upon receiving the replacement pump.